Manufacturer narrative:
Added information to section b5 (describe event) and e1 (telephone number): (B)(6).

Event description:
As reported by edwards lifesciences affiliate in new zealand, a 72-year-old patient with a valve model 8300ab23 implanted in the aortic position underwent a surgical plugging procedure after an implant duration of approximately five (5) years and nine (9) months due to moderate to severe paravalvular leak (pvl). Reportedly, the pvl was already detected the day after surgery. As per last CT, valve was fully expanded. As reported, the pvl closure procedure was performed with good result and good outcome.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 72-year-old patient with a valve model 8300ab23 implanted in the aortic position presented with moderate to severe pvl after an implant duration of approximately five (5) years and nine (9) months. Reportedly, the pvl was already detected the day after surgery. As per last CT, valve was fully expanded. As reported, the plan was to undergo surgical plugging. Reportedly, surgeon was experienced using intuity valves.

Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.